Event description:
The reporter stated the surgeon attempted to insert a cq2015a collamer aspheric three piece lens but the front haptic bent. There was no pt contact with the lens and no injury, no enlarged incision or sutures. The tip of the shooter touched the eye but there was no injury.